Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.

Event description:
During the procedure, the tubing detached from the introducer. Compression was performed at the site along with ablation of the catheter and installation of a new peripheral line. There were no patient consequences.

Manufacturer narrative:
One fast-cath hemostasis introducer was returned to the manufacturer for analysis. The sideport tubing had detached from the sideport of the hemostasis body, however the sideport tubing was not returned. Due to the condition of the returned device and the information received, the cause of the reported event remains unknown.